Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unk if patient anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Event description:
Pt presented with tight access. The physician did not want to balloon too much for predilatation; unable to access with a bifurcated device. The pt was converted to open repair and tolerated the procedure well.